Manufacturer narrative:
D10: 300-01-13 - eq, hum stem primary, press fit 13mm: (B)(6); 300-10-45 - eq replicator plate 4.5mm o/s: (B)(6); 300-20-02 - eq sq torque define scr drive kit: (B)(6); 310-02-38 - eq, humeral head tall, 38mm (alpha): (B)(6); 314-01-02 - eq glenoid, keeled alpha, small: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
As reported, a patient underwent an initial left total shoulder arthroplasty. Subsequently, the patient required conversion from their anatomic to a reverse total shoulder arthroplasty due to a cuff tear. All components, including the 38x16 head, replicator plate and keeled glenoid were explanted. The humeral stem was well fixed and left in. Competitor products were reimplanted on the glenoid and the humeral side was converted with a +0 tray and 36+0 liner. There was no reported breakage of a device or surgical delay/ prolongation. The patient was last known to be in stable condition following the event.